Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one positive curative test on (B)(6) 2021 8:10 pm est. The patient's test sample (barcode # (B)(4)) was collected (B)(6) 2021 07:06:57 am pst and later resulted with a viral CT value of 31.12, which is in the positive range. No corrections were made to this test report upon release to the patient. Sample barcode # (B)(4) was located on plate-# and testing started on (B)(6) 2021 2:26 pm est and the result for this test was released on (B)(6) 2021 8:10 pm est as positive. Per the clinical lab's investigation, results for sample barcode # (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample barcode # (B)(4) was located on plate-(B)(4) at position c3. Plate-(B)(4) contained five empty wells at positions a2, b2, e11, g8, g10 - all of which displayed zero human and viral amplification. Plate-(B)(4) was created using the hamilton method in plating ((B)(4)), extracted using the biomek method ((B)(4), reagent lot #s: bbd 18367000, wbe 18622400, elution 2202809, lysis 118675000), and prepared for qpcr using the bravo method and a mastermix from batch 30. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. One of the wells surrounding c3 was positive with a viral CT value of 35.05. However, we have no reason to believe that sample barcode # (B)(4) was contaminated by any of these surrounding positive samples. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
Patient was really upset about their result. Patient refusing to accept positive result. Patient does not believe that they are positive and says they will be seeking legal action against curative for costing them their way to make a living.